Manufacturer narrative:
Device code c62947 does not apply verbatim for device code c64343 is "wrong pump implanted as it was too big." If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient¿s pump was implanted in 2009, the physician implanted the wrong pump as it was too big. The physician pulled the catheter out and when he tried to put a different one in he hit a nerve and paralyzed the patient. The patient¿s wife brought the patient to the hospital that same year (2009) to have the pump removed. The patient remained paralyzed. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): product ID: 8598, serial# (B)(4) implanted: (B)(6) 2006, product type: catheter. Product ID: 8598, serial# (B)(4) implanted: (B)(4) 2006, product type catheter (B)(4).